Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-11733. It was reported the patient experienced a fall and was unable to increase amplitude. Also, there were impedance issues. As a result, the patient is awaiting surgical intervention.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-11733. Additional meaningful data received indicated that the adapters were explanted and replaced.